Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure, a versacross connect for faradrive kit was selected for use. The patient had scoliosis and a severely rotated heart. The transseptal puncture was performed and advanced the faradrive sheath. The physician had a hard time getting sheath across and applied more pressure than usual. The patient pressure dropped. Pe was checked and confirmed with intracardiac echocardiography (ice) and called a code. A pericardiocentesis was performed. The patient was expected to fully recover. They werer hospitalized overnight for observation and has been discharged. The device is not expected to be returned for analysis (disposed). It was also difficult to cross with the versacross connect dilator and rf wire due to anatomy. The versacross rf wire was present inside patient body when difficulty advancing sheath and patient complication were noted. In the physician's opinion, is it believed that access solutions (transseptal products) did not contributed to the patient complication. Heparin bolus had just been given prior but no act had been measured.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross dilator is going be submitted.